Event description:
The customer reported less than 2 mls of fluid leaked per cycle from the coulter hmx hematology analyzer with autoloader onto the counter during manual backwash startup and performing latron and controls. The leak was not contained within instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wipe was leaking. The fse observed the probe wipe to rinse block (rb1) was misaligned. The fse realigned the probe wipe to rinse block (rb1) to resolve the leak issue. In addition, the fse replaced the tubing at pinch valve (pv35, pv49, and pv40) as preventative measure. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).